Event description:
The service and repair department documented that a sales representative was doing a demonstration with some residents at a hospital in (B)(6). Reportedly, the representative was using an insertion guide on a plate, and the screw on the insertion guide sheared off the lateral side of the instrument and became stuck in the plate. The device did not malfunction during surgery while being used on patient. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint. No service history review can be performed as this is a lot controlled item. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service evaluation was performed. The customer reported the screw sheared off the lateral side of the instrument. The repair technician reported threads stripped as the reason for repair. The cause of the issue is unknown. The following parts were replaced: replacement screw. This item was repaired, passed final inspection and returned to the customer on 29-dec-2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.